Manufacturer narrative:
(B)(4). Summary of investigational findings: product was returned used and trigger wires were removed from system. Large amount of blood was found on system. Pink hub was kinked and broke off the cannula. Examination of the handle found two marks, this suggest that green knob was rotated, which can cause the wires to be caught between the handle and the release knob. Inspection of the trigger wires found no issues. Od of the wires were according to specifications. Further more no damage was observed on side holes in gray positioner or tilted sideholes on uat. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: difficulties to pull the trigger to release the stent. "The green triggerwire was extremely heavy to pull out." Patient outcome: the patient did not experience any adverse effects due to this occurrence.